Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular lead dislodged. It was explanted at a surgery and a new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.patient code 3191 captures the reportable event stating that the patient was sent to surgery.

Event description:
It was reported that this right ventricular lead dislodged. It was explanted at a surgery and a new lead was implanted. No additional adverse patient effects were reported.